Manufacturer narrative:
(B)(4). Date sent 10/23/2024. D4 batch #c9dk6t. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb to be damaged. A manufacturing record evaluation was performed for the finished device batch number c9dk6t, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number c9dm3g, and no non-conformances were identified.

Event description:
It was reported that during laparoscopic distal pancreatectomy, while pancreatic disconnection, the battery did not work, and the device could not be fired at the first firing. The device was not able to be fired even after reinserting the battery and inserting a new battery. The main body was replaced with a new one, and the fire was successfully performed. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.